Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported error message: backup alarm faulty. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair.

Manufacturer narrative:
Further review on this case found that the quote for service expired, no work performed by philips. Multiple attempts were made but no further information was received.